Event description:
It was reported that the subject device had dark halo in the picture. The issue was found during a laparoscopic procedure. There was a delay in the procedure, but the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: minor dents and scratches on distal edge, broken objective lens and loose lg adapter. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: broken objective lens and cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.